Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing frequent elevated blood glucose, often in the mornings. In 2009, her blood glucose was "ok" when she woke up and she went jogging and she changed the infusion site. She had breakfast and bolused through the infusion device and 2 hrs later, her blood glucose measured 480 mg/dl. She bolused 5 units of insulin through the infusion device and 1 hr later her blood glucose measured 370 mg/dl. She bolused 5 units of insulin and 1 hr later, her blood glucose measured 430 mg/dl and she bolused another 8 units of insulin. At 7:00 pm, she increased her basal rate by 200% and at 8:00 pm, she injected 13 units of insulin via syringe. At 12:00 am, her blood glucose measured 100 mg/dl. The following day, her blood glucose measured 100 mg/dl at 2:30 am and she canceled the temporary basal rate increase. At 6:30 am, her blood glucose measured 220 mg/dl and she bolused 5 units of insulin through the infusion device. At 8:30 am, her blood glucose measured 380 mg/dl and she bolused 6 units of insulin through the infusion device. Her husband drove her to the hosp and she was admitted. At 5:00 pm, she switched to her backup infusion device and her blood glucose returned to normal. She was released from the hosp the next day. Her normal blood glucose level is 100-120 mg/dl. No further info is available. The infusion device was requested to be returned for eval.